Event description:
A malfunction alarm was reported, identified as malf 12, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The technical support team assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and was advised to call back if the malfunction code appeared again, which the customer acknowledged and understood.